Manufacturer narrative:
(B)(4). Date sent: 10/20/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Is the device available for return? Who fired the device? What is his/her experience with firing the device? Where in the green range was the indicator located prior to firing? What confirmation was received that the firing stroke was complete? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was a leak test or endoscopy test performed intra-operatively? At what time after initial procedure did the patient present with symptoms? What is the current patient status?

Event description:
It was reported that after an esophagectomy procedure the patient had to be reoperated by filtration of the anastomosis. During the reoperation the doctor found the open staples, half centimeter in the right side and one centimeter on the left side of the anastomosis. The patient was reoperated, she had a septic shock generated by filtration in the staple line. She is currently at ICU, where the surgeon are stabilizing her, in order to being reoperated again to perform the anastomosis.